Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had been treated by the device for ventricular tachycardia. Technical services (ts) was consulted and upon review it was determined that the device induced the patient into atrial fibrillation (af) after a anti-tachycardia pacing (atp) therapy was provided. After that, a shock was able to convert the arrythmia. No additional adverse patient effects were reported. This product remains in-service. No additional adverse patient effects were reported.